Event description:
It was reported that a user experienced temporary loss of blood glucose display with three lines indicating lost connection while using a dexcom g7 with the ilet system, after which glucose values resumed without further assistance. Symptoms included no reported adverse physiological effects. Outcomes included no interruption of therapy, no alerts or alarms, and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the sensor signal was briefly unavailable but then restored, and blood glucose monitoring was not affected. It was concluded that the event was a transient signal loss without clinical impact and without evidence of device malfunction.